Manufacturer narrative:
Results: the ace 68 hub was cut off and not returned for evaluation. The ace 68 was stretched from approximately 100.0 cm from where the hub would be, and fractured near the distal end. Conclusions: evaluation of the returned device revealed the ace 68 was stretched and fractured near the distal end of the catheter. If the ace 68 is pinned or otherwise restrained in the patient anatomy or parent devices, and forcefully retracted, this damage may occur. Further evaluation revealed the ace 68 was cut on the proximal end. This finding is likely incidental to the reported complaint, and was likely purposefully cut during or after the procedure. The root cause of the reported resistance while advancing could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the physician advanced the ace 68 against moderate resistance with a non-penumbra microcatheter and a penumbra system 3max reperfusion catheter (3max) to the target location, using a neuron max 6f 088 long sheath (neuron max) through very tortuous anatomy. The physician then attempted to use a non-penumbra stent retriever with aspiration to engage the thrombus. The stent retriever with aspiration was unable to remove the thrombus, therefore the physician attempted to remove the ace 68. Upon retraction, the physician noticed that the distal tip of the ace 68 was not retracting with the proximal end; therefore the physician removed the neuron max with the distal tip of the ace 68 inside. The procedure was then continued using the same neuron max and a velocity delivery catheter (velocity). There was no report of an adverse effect to the patient.